Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. "Motiva implants®: information for the patient" during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU. Motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: the motiva flora® tissue expander must be filled via an integrated port, which is found via an external motiva flora® port locator through the rfid signal emitted by the air wound coil placed inside the needle stop. The air wound coil is intended to interact with the port locator to identify the location of the injection port motiva flora® tissue expander contains a rfid transponder that provides an electronic serial number (esn) that is unique to each device, so it can be matched to a database of internal records for traceability. The use of an rfid signal to identify the center of the injection port is an innovative technology not available in other tissue expanders on the market. Malfunction of the expander in the early postoperative period is rare. Proper placement of the expander and confirmation of port patency after skin closure during the operative procedure should be sufficient to avoid need for any revision surgery. A motiva flora® port locator is required to locate the injection site. It is an external reusable device that uses rfid technology which is compatible only with the motiva flora® tissue expander. While the injection site can be generally identified by palpation, to avoid breast tissue expander perforation always verify and confirm its location using the motiva flora® port locator before each filling. Displacement (rotation): the expander may become displaced, especially if the surgical pocket is too large. Displacement may make the filling port locator difficult or impossible to locate without surgical correction. We requested that the device be sent to our facilities for testing, however; the explantation operation had to be rescheduled and therefore, we still do not have the device.

Event description:
Argentina. It was reported that it was impossible to find the place to expand a flora tissue expander in a patient, therefore; it seems that the device is rotated. It will be necessary to perform the expander removal earlier than initially planned. A new expander will be inserted to complete the process.

Manufacturer narrative:
The serial number is being updated, as it was initially reported incorrectly.

Event description:
Argentina. It was reported that it was impossible to find the place to expand a flora tissue expander in a patient, therefore; it seems that the device is rotated. It will be necessary to perform the expander removal earlier than initially planned. A new expander will be inserted to complete the process. The investigation has been completed.

Manufacturer narrative:
A causal relationship between the reported event and the device could not be established. Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. The reported rotation was not confirmed due to no clinical evidence was provided. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive and the device rupture and injection port not found could not be confirmed. A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.